Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer, diabetes, rheumatoid arthritis, fibromyalgia, and severe migraines from using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patientcancer, diabetes, rheumatoid arthritis, fibromyalgia, and severe migraines from using the device.there was no medical intervention required by the patient. The reported event of tobecame degraded and caused a patient to develop fluid on their lungs recently was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Sections b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging they have cancer, diabetes, rheumatoid arthritis, fibromyalgia and severe migrains since the use of the CPAP. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, blower, blower seal and blower box. A keratin like substance was observed on the blower box outlet.. Manufacturer observed potential mineral deposits, indicating potential water ingress on the blower and blower box. Evidence of sund foam abatement foam degradation was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Sections b1, b2, d8, d9, h2, h1,h3 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) . Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) . Section h1 was changed from malfunction to serious injury.